Manufacturer narrative:
(B)(4). The insulin pump was received with a missing reservoir retainer and a missing reservoir tube o-ring. The insulin pump passed the rewind, prime/seating, basic occlusion, force sensor, self, sleep current measurement, and active current measurement tests. However, analysis was unable to perform the displacement test and occlusion test due to the missing reservoir retainer. The insulin pump also was received with a scratched case, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged; the clear ring was broken off of the customer's reservoir compartment. The patient's blood glucose at the time of incident was 343 mg/dl. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump was returned for analysis.